Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 250 mg/dl at the time of the call. The customer stated the customer stopped delivering insulin in the middle of a bolus. The customer was unable to trouble shoot at the time of the call and stated that they will call back. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.